Manufacturer narrative:
The device was returned to olympus for evaluation the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had a damaged ceramic tip. The issue was found during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.